Manufacturer narrative:
A review of tickets showed elevated complaint activity and trend for architect anti-hcv lot 94655li00. Sensitivity testing was performed with a retained kit of architect anti-hcv reagent lot number 94655li00 with all control values meeting specifications. Two sensitivity panels (core only panel and ns3 only panel) and additional replicates of the positive control were tested with the lot. The sensitivity panel values and positive control values met specifications. No false non-reactive results were obtained. In addition, the clinical sensitivity was evaluated by testing six commercially available seroconversion panels. The seroconversion panel results were compared to historical architect anti-hcv test results. Lot number 94655li00 detected the same bleeds as reactive for the seroconversion panels in comparison to historical data. Based on the data it was shown that the sensitivity performance is not adversely affected. The clinical sensitivity was also evaluated by testing twenty commercially available seroconversion panels with the architect anti-hcv reagent lot 94655li00 and the seroconversion panel results were compared to an architect anti-hcv reference reagent lot which detected the same bleeds as reactive. The performance of the likely cause lot was investigated by completing a review in the corrective and preventive actions system for potential non-conformances, non-conformances or deviations related to the likely cause lot. This review did not identify any non-conformances or deviations. No customer returns were available for evaluation. A review of labeling concluded that the issue is sufficiently addressed. No product deficiency was identified for architect anti-hcv lot 94655li00.

Manufacturer narrative:
Patient identifier: multiple = (B)(6). There was no additional patient information provided by the customer. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79.

Event description:
The customer reported (B)(6) architect anti-hcv results on one chronic (B)(6) patient. The results provided were: sid (B)(6) on (B)(6) 2019: elisa = (B)(6) / architect = (B)(6) / rna = (B)(6); retest sid (B)(6) architect = (B)(6). There was no reported impact to patient management.